Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an no image issue. There were no reports of patient or user harm associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, e3, g2, h3, h6. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress was applied to the forceps channel, which caused the incident. A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use 3.3 inspection of the endoscope 3.8 inspection of the endoscopic system should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.